Manufacturer narrative:
(B)(4). Returned for investigation was an ac3 pump assembly. Visual inspection of the pump assembly was performed and no abnormality was noted. The pump assembly was installed into a known good lab inventory ac3 for functional testing. The pump was successfully powered up. A rattling noise was noted from the pump assembly and the pump alarmed system error 3 immediately after pumping was initiated. The top of the pump assembly's bellows box was opened, and pumping was initiated to more closely determine the source of the rattling noise. It was noted that the rattling sound appeared to be coming from the stepping motor which drives the bellows. A closer inspection was performed to find what was causing the stepping motor to rattle. It was noted that the system was unable to find a home position. A quick experiment was performed by pressing lightly on the home sense board while pumping was initiated. The system was then able to find its home position and pumping continued without any rattling noise). No loose hardware was noted. A device history record (DHR) review was conducted for the serial and lot numbers with no relevant findings. The device passed all manufacturing specific ations prior to release. A non-conformance has been initiated to further investigate the issue. The reported complaint of "pump controller error" alarm is confirmed. During the investigation, the system failed to find the home position, which is the cause of the a larm. Based on a review of the device history record (DHR), the product met specification upon release; however, the specifications were not met during the complaint investigation due to the communication failure (unable to find home). The probable root cause of the complaint is manufacturing related. A non-conformance has been initiated to further investigate the issue. Other remarks: n/a. Corrected data: n/a.

Event description:
It was reported that "rn called hotline due to frequent message appearing 'pump controller error' unable to start therapy. When asking if therapy was able to be restarted they said no, and that the pump was making strange sounds with the patient. Someone had already gone to get a new iabp. New pump arrived, walked staff through exchange setup". No patient harm or injury. The patient status is reported as "fine".